Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. The reported lot # [381212] was not found for the reported catalog # [381212]. Medical device expiration date: unknown. (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that the bd insyte¿ IV catheter's cannula tip was thought to be "very weak and prone to damage", as it had a hole in it "near the hub that was only detected when flushing"

Event description:
It was reported that the bd insyte¿ IV catheter's cannula tip was thought to be "very weak and prone to damage", as it had a hole in it "near the hub that was only detected when flushing"

Manufacturer narrative:
Investigation summary: the complaint is unconfirmed as no photo / samples received. However, based on the verbatim, the hole in the cannula near the hub could have been resulted from needle pierced through catheter. CAPA#590840 was initiated for needle pierced through catheter. A device history record review was performed and showed no non-conformances associated with this issue during the production of this batch.

Manufacturer narrative:
H.6. Investigation summary: a device history record review was performed and showed no non-conformance's associated with this issue during the production of this batch. 1 actual sample was returned in opened packaging. Actual sample in opened package: the sample was not decontaminated by vendor. Needle pierced through catheter was observed on the sample. Needle pierced through catheter observed: the complaint is confirmed and product is out of specification. CAPA#590840 had been raised to address needle pierced through catheter issue.

Event description:
It was reported that the bd insyte¿ IV catheter's cannula tip was thought to be "very weak and prone to damage", as it had a hole in it "near the hub that was only detected when flushing".